Event description:
A high impedance event and low impedance event was confirmed from a review on phd spreadsheet and periodic review algorithm. Physician noted at the time of the high and low impedance is unknown. The implanted lead information is unknown. Further information was received indicating that the permission has not been granted by the physician to look at this data. The patient in question is no longer alive and therefore no information will be provided. The patient death is housed in inquiry file 10000367756 as a non-direct report with no complaints alleged. At this time the patient's death will not be reported. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.